Event description:
Caller alleged discrepant inratio2 results. Results as follow: see scanned table. Patient self tester used the inratio2 meter with two different strip lot numbers. The customer used two drops of blood on test strip lot #332830 and obtained 1.2 inr. Ten minutes later, the customer used test strip lot #334474 using one drop of blood to obtain the 2.2 inr results.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. Additionally, the customer was identified as being anemic. The customer's improper technique and current health status could not be ruled out as a cause of the unexpected results. The manufacturing records for lot number 332830 were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.